Event description:
Our rep. Is reporting to us that a portion of the distal tip of a mitek ideal suture grasper shuttle broke off in the patient during an arthroscopic shoulder repair procedure. The fragment was retrieved from the body and the procedure was then completed successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return.

Manufacturer narrative:
The complaint device was received and visually evaluated; both with the naked eye and under magnification. It is noted that the distal tip has been wrenched from the device; the condition of the break area; deformed, bent and twisted, indicates that the device was subjected to mechanical forces of twisting and pulling, possibly back and forth bending, enough to fatigue the area to failure. We attribute the devices condition to technique, a user issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device was received and visually evaluated; both with the naked eye and under magnification. It is noted that the distal tip has been wrenched from the device; the condition of the break area; deformed, bent and twisted, indicates that the device was subjected to mechanical forces of twisting and pulling, possibly back and forth bending, enough to fatigue the area to failure. We attribute the devices condition to technique, a user issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.